Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. In regard to the placement of the arrays, pictures provided by the patient show that the area of the infection was under the arrays. Contributing factors for wound infection in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Postoperative wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year old male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019, as part of the investigator sponsored trial "scalp preservation and radiation plus alternating electric tumor treatment fields (novottf-200a, optune) for patients with glioblastoma: a pilot study". On (B)(6) 2019, the patient's spouse reported that the patient was off therapy due to an infection of the resection scar. On (B)(6) 2019, the patient was seen by his radiation oncologist and was found to have cranial wound drainage. The patient was admitted to the hospital that same day and underwent a cranial wound washout and revision. The patient was treated with IV antibiotics and was discharged on (B)(6) 2019, with an additional 7 day course of oral antibiotics. The patient's physician stated that the event was unrelated to optune therapy and that patient's arrays had been placed to avoid the surgical wound site.

Event description:
On (B)(6) 2019, the patient's spouse reported that the patient had experienced a new infection at the resection scar. The patient had previously undergone a wound washout and revision surgery on (B)(6) 2019 due to wound infection. On (B)(6) 2019, the prescribing physician advised the patient to resume optune therapy, placing the arrays away from the incision.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. In regard to the placement of the arrays, pictures provided by the patient show that the area of the infection was under the arrays. Contributing factors for wound infection in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Postoperative wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).